Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the handle is cracked. The root causes is attributed to the combination of design and wear out. Previous investigations found design is attributed to the handles cracking; eco (B)(4) was implemented on (B)(6) 2008 to change the material from radel to aluminum. The vendor date code j1004 indicates the instrument was manufactured in october of 2004 and is over (B)(4) years old, made prior to the change. An additional design change, eco (B)(4) was implemented on (B)(6) 2013 that changed the material from aluminum to overmoulded silicon. Based on the investigation, the further corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The acetabular cup handle is cracked.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.